Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the clinical diabetes specialist reported that on (B)(6) 2025 the end-user was hospitalized with diabetic ketoacidosis (dka). Device data and caregiver report indicated that the luer connector broke off the ilet, inhibiting insulin delivery leading to severe hyperglycemia. The end-user was transported to the hospital by caregiver, admitted, and treated with manual insulin injections. The end-user was discharged on (B)(6) 2025 with no reported long-term effects.